Event description:
The customer reported that the system was failing to expose. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power cable was cleaned and reseated. The system was then found to be operating as intended.